Event description:
(B)(6) 2019 lvad (left ventricular assist device) placed (B)(6) 2023- aaa (abdominal aortic aneurysm), endovascular & s/p lvad (status post left ventricular assist device) ¿ grafts and stents placed (B)(6) 2024- angiogram lvad (left ventricular assist device) outflow graft stent placement.